Event description:
During an after care after corneal surgery, the visual acuity was found reduced compared to the visual acuity one day post-operativ. The operation took place in (B)(6) and during the flap creation it was noticed, that the flap was thinner than planned.

Manufacturer narrative:
Programmed cutting depth od was 100um => reduced visual acuity. Programmed cutting depth os was 110um, no issues.